Event description:
It was reported that the user¿s caregiver required live assistance to change the ilet pump cartridge and infusion set, encountered air in the syringe during cartridge filling, experienced difficulty seeing drops during tubing fill while the device registered high unit counts, and subsequently discovered the cartridge had been filled with air; a new vial and needle were used, and the cartridge and infusion set change were then completed with correct connector alignment and proper tubing and cannula fill steps. Symptoms included no adverse clinical effects. Outcomes included no alerts, no alarms, and no medical intervention. Investigation included troubleshooting and education on correct cartridge preparation, bubble removal, correct connector alignment, proper fill tubing execution until drops were visible, replacement of bent needle, and correct infusion set insertion steps. Investigation of this case revealed user handling errors during cartridge fill leading to air in the system and an initial failed infusion set insertion due to not removing adhesive, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user technique during supply change.